Manufacturer narrative:
(B)(4) concomitant medical products: quick-connect handle, cat#:00590103400, lot#: 63199808; anterior referencing sizer with locking boom, cat#:42509908810, lot#:63157869; tibial articular surface provisional left size gh, cat#:42517000717, lot#:63222489; tibial sizing plate cemented left, cat#:42539908301, lot#:62923736: tibial sizing plate cemented left, cat#:42539907901, lot#:62898713; tibial articular surface provisional left size gh, cat#:42517000707, lot#:63223617; ps tibial articular surface provisional left size 6-9 gh top, cat#:42517400910, lot#:63107270; tibial articular surface provisional left size ef, cat#:42517000515, lot#63118802; tibial sizing plate cemented left, cat#:42539907501, lot#:63287730; tibial sizing plate cemented left, cat#:42539907101, lot#:63287726; tibial articular surface provisional left size ef, cat#:42517000505, lot#:63131118; ps tibial articular surface provisional left size 10-11 ef top, cat#:42517400810, lot#:63268721; ps tibial articular surface provisional left size 6-9 ef top, cat#:42517400710, lot#:63233694; ps tibial articular surface provisional left size 3-5 ef top, cat#:42517400610, lot#:63222542; tibial articular surface provisional left size cd, cat#:42517000313, lot#:63039049; tibial sizing plate cemented left, cat#:42539906701, lot#:62928197; tibial sizing plate cemented left size c, cat#: 42539906401, lot#:62656088; tibial articular surface provisional left size cd, cat#:42517000303, lot#:63115046; ps tibial articular surface provisional left size 6-9 cd top, cat#:42517400510, lot#:63107264; ps tibial articular surface provisional left size 3-5 cd top, cat#:42517400410, lot#:63118803; ps provisional tray left, cat#:00590704501, lot#:56610819, modular shell lid gray cat#: 00590707000 lot#:56570792, modular shell lid gray cat#:00590707000, lot#:56610332; modular aluminum single level shell, cat#:00590707100, lot#:56595840; intramedullary drill with step 8 mm dia., cat#:00597801400, lot#:63244541. The reported event is confirmed. Visual examination of the returned metal parts determined that they had scratches, water marks, and black staining/residue marks. Visual examination of the returned plastic parts determined that they had scratches and no black residue or visible water marks, which could have been removed during decontamination, were observed. Device history record (DHR) was reviewed and no discrepancies were found. Sem micrographs and eds elemental analysis of the debris on the femoral provisionals, found that there was rust like indication on the laser etched areas of the instruments. The residue showed high concentration of (o, mn and cl) and the debris indication areas were mechanically smeared and were filled with debris which predominantly showed oxides and some areas showed cl, c, si, ca, and al. The root cause for the black residue on the returned instruments is attributed to a maintenance issue due to following reason. All the metallic instruments contained in the trays show water marks. Some of the chemical elements (ca, s, o) do not come from the instruments themselves, but could come from caso4 contained in hard water. The black residue is spread on each and all the metallic instruments, which is only possible through contact with air and water. The recommended cleaning steps were not followed based on the provided information. The hospital reported they had undergone maintenance one week prior to this occurrence. Review of the complaint history determined that no further action is required. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01611, 0001822565-2018-01612, 0001822565-2018-01613, 0001822565-2018-01614, 0001822565-2018-01615, 0001822565-2018-01616, 0001822565-2018-01618, 0001822565-2018-01619 0001822565-2018-01620, 0001822565-2018-01626, 0001822565-2018-01627, 0001822565-2018-01628, 0001822565-2018-01629, 0001822565-2018-01630, 0001822565-2018-01631, 0001822565-2018-01632 0001822565-2018-01633, 0001822565-2018-01634, 0001822565-2018-01609.

Event description:
It was reported during initial operating room setup, the nurse handling the instruments discovered black residue on her gloves. Subsequently, there was noticed to be black debris on some of the instruments. There were five sets examined and all five sets had the same black debris. As a result of the event, the surgery was delayed 35 minutes. Multiple cases and instruments were returned for the reported issue, however it is unclear if these instruments contributed to the reported surgical delay. No additional patient consequences were reported, and the surgery was successfully completed.